Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. When a sample is received by the lab, the investigation will be reopened. At this time, this investigation will be processed for closure. The customer complaint could not be confirmed. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. Surgical procedure packs are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material, hair, and insects. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Complaints are continuously monitored to identify product and/or process areas where foreign material and debris is occurring. Custom pak surgical procedure packs are manufactured in an environmentally controlled area that is an iso-certified class 8 clean zone where the air is filtered and maintained under positive pressure and continuously monitored for particulate levels. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. External suppliers who provide components within custom pak surgical procedure packs are assessed on a regular basis, and manufacturing facilities make continuous improvements to the warehousing, manufacturing, and inspection processes to reduce the potential for foreign material (e.g. Reducing static electricity, removing particulate-generating products from the process, dycem (sticky) flooring in the ¿gowning and airlock¿ area, newer style gowns and hoods for work in the clean room, upgraded lighting to increase brightness for visual inspections along with increased number of inspections, and greater oversight with facility cleaning processes and with external product suppliers). Fibers are inherent to the components used in a custom pak. Custom pak label informs that due to the nature of the materials, fibers may be present and that necessary precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that found fibers in the office in patient¿s eyes for months during their post operative visits. The procedure and patient impact details were unknown. Additional information requested none received till date.